Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at her scs ipg pocket site. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the pocket site was relocated. The patient is "doing fine" following the procedure.